Manufacturer narrative:
(B)(4). Jaws closed - malformed clip the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended, but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired on the first clip then the second clip would not fire. Another device was used to complete the procedure. No adverse consequences reported. No details are available; someone just left it on the desk.